Event description:
It was reported that the twist clamp of an unspecified quantity of peritoneal dialysis (pd) transfer sets were difficult to open and close; further described as, ¿had some pd catheter transfer sets that were very difficult to open and close the twist clamps¿. This occurred during an unspecified process step of peritoneal dialysis therapy. To resolve these issues, the transfer sets were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction made to e1: (B)(6). H10: two (2) devices were received or evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed and no issues were observed. Torque engagement testing was performed and the engage and disengage force to open and close the twist sleeve was acceptable and met specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.